Event description:
It was reported that during da vinci assisted surgical procedure, the surgeon thinks the monopolar curved scissors could cause arcing and coagulation of tissue. The instrument was not plugged in. The surgeon does not think arcing can occur on the instrument but needs da vinci to verify if the instruments are not defective. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory involved with the alleged issue to perform failure analysis. The monopolar curved scissors instrument used during the procedure was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and initialization tests on several attempts. The instrument energy cord was recognized on the erbe. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument delivered energy as normal, no signs of arching was observed. No product issue was identified.